Event description:
The pt's device was explanted during surgery to remove a cholesteotome. The pt previously had another device explanted due to the growth of a cholesteotoma in the middle ear (MDR was filed). There are no current plans to reimplant this child.